Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging an intermittent power issue with the pump. The patient admitted, however, that the pump had a crack in the battery compartment. She also indicated that the pump would not stay power on unless the cap was held in place. It is not known when the cracked battery compartment or battery cap issue began. The patient claimed that upon waking, her blood glucose (bg) level was registering as "hi" mg/dl. The patient indicated her bg remained "hi" mg/dl, until 3:13 pm that day and she had symptoms of nausea and a headache. By 4:13 pm, her bg level dropped to "497 mg/dl". The patient denied that she had checked for ketones since she was out sightseeing and was 70 miles away from home. The patient informed the animas representative involved in this contact that she had insulin and syringes in her car. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed elevated bg levels suggestive of severe hyperglycemia. However, the patient's injury can be attributed to possible use-error since the alleged product issue is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history appeared to be inaccurate. The black box showed a manual date and time change made by the user on (B)(4) 2012 from 10:07am to (B)(4) 2012 2:05pm. The black box showed the power resetting on (B)(4) 2012. The returned battery cap threads were stripped and the battery cap would not secure to the pump appropriately and easily detached. The battery compartment was also cracked from the threads to case seal. Use error contributed to the reported event as the patient continued to use a damaged pump. The issue is generally obvious and detectable by the user. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. A new test battery cap was able to secure to the pump. The pump was exercised for 24 hours with test battery cap with no power issues. Unrelated to the complaint, the black box history revealed that the time and date reset to factory settings at after the pump was powered on (B)(4) 2012. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.